Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total bhcg, list 7k78, that has a similar us product distributed in the us, architect total bhcg, list 6c21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of testing of the architect total b-hcg assay. A review of the manufacturing and testing data for the affected lots was performed. This review indicated that the reagents were released within specification and that no issues were identified internally that could affect the performance of the reagents. Additionally, testing was carried out to assess the accuracy of recovery of architect total b-hcg reagent lots 87918jn00 and 87919jn00 across the measuring range of the assay. This testing met all specifications. Furthermore, the architect total b-hcg assay performance is currently being monitored in (B)(4) for peptide hormones and related substances. Results to date demonstrate that the architect total b-hcg assay is performing acceptably. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based upon the investigation and information available, it was concluded that no product deficiency was identified for architect total b-hcg reagent kits, list number 7k78, lot numbers 87918jn00 and 87919jn00 and the investigation demonstrated that safety, effectiveness and label claims were met.

Event description:
The account generated a false positive architect total bhcg result on a patient specimen. Initially, the specimen generated a negative architect total bhcg result (2.43 iu/l) but upon reflex testing generated a positive architect total bhcg result (280.66 iu/l). The specimen was tested a third time with negative architect total bhcg results (2.11 iu/l). The false positive architect total bhcg result was reported outside of the laboratory. No impact to patient management was reported.